Event description:
It was reported that the lag screw was removed because the lag screw migrated laterally causing pain. Rep reported that the gamma nail was not removed only the 90mm lag screw and replaced it with a 75mm screw.

Manufacturer narrative:
Evaluation summary: as no item was returned function and dimension could not be checked. The device history could not be reviewed because the affected lot no was not provided. With the help of the received x-ray it was possible to assess that no visible product was damaged in any way. From technical point of view no deficiency could be verified. It could only be suggested that most likely the bone had not healed in initial reduction position and the neck of femur fragment had moved towards lateral pushing the lag screw into the same direction. As no previous x-rays were available an assessment from medical point of view was not possible. In this case no deficiency of the devise(s) was determined on x-rays.

Event description:
It was reported that the lag screw was removed because the lag screw migrated laterally causing pain. Rep reported that the gamma nail was not removed only the 90mm lag screw and replaced it with a 75mm screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.